Manufacturer narrative:
After analyzing the device logs, a repair action was recommended, which involves replacing two cables (dfm100 cbl battery signal cable and dfm100 cbl process to therapy) along with the therapy board (dfm100 assy therapy). However, the required parts have not yet been ordered due to a lack of credit. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem is confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the screen shows the message "failure in ECG and defibrillation". There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.